Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a static noise coming from the speaker during the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a static noise coming from the speaker during the leak test. There was no patient involvement, and no adverse event reported.